Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), the first episode of menorrhagia ("abnormal heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)/severe menstrual pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in (B)(6) 2008 and parity 3 (((B)(6) 1997, (B)(6) 2003, (B)(6) 2007)). Concurrent conditions included migraine since (B)(6) 2014, headache since (B)(6) 2014, gallbladder disease since (B)(6) 2014, gastric disorder since (B)(6) 2014, breast cancer since (B)(6) 2014 and multigravida. Family history included high cholesterol ((father)) on (B)(6) 2014, blood pressure high ((mother, father),) on (B)(6) 2014, heart disease, unspecified ((mother, father, grandmother and grandfather),) on (B)(6) 2014 and diabetes ((grandmother)) on (B)(6) 2014. Concomitant products included anaesthetics (anesthesia), hydrochlorothiazide since (B)(6) 2016, metoclopramide (reglan), nystatin and ondansetron (zofran). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 7 months 27 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection/infection (bladder/ urinary tract/ vaginal)"). In 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/ vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal)"). On (B)(6) 2014, the patient experienced uterine leiomyoma ("multiple leiomyoma"). In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain /lower abdomen pain (intermittent from moderate to severe)"), the second episode of menorrhagia ("prolonged menses"), back pain ("severe back pain /back pain (intermittent from moderate to severe)"), dyspareunia ("painful intercourse") and genital infection female ("gynecological infection") with vaginal discharge. The patient was treated with metronidazole (flagyl), surgery (robotic-assisted total hysterectomy; bilateral salpingectomy), surgery (underwent ablation on (B)(6) 2007, second ablation on (B)(6) 2012), surgery (underwent ablation (B)(6) 2007) and surgery (underwent ablation on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and uterine leiomyoma was resolving, the dysmenorrhoea, abdominal pain lower, the last episode of menorrhagia, back pain, dyspareunia, genital infection female, vaginal infection, cystitis and urinary tract infection had resolved and the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, genital infection female, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: plaintiff was not advised of any complications or problems that occurred at the time of your essure placement and removal procedure. Patient stated that all of her symptoms resolved post removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on 3-aug-2007: fallopian tubes were fully occluded on 03-aug-2007 plaintiff underwent essure confirmation test hysterosalpingogram which showed bilateral tubal obstruction, normal uterus, healthcare provider told her about sterility. On 12-may-2011, bilateral breast ultrasound, result was right breast nodule and a complex left breast cyst. Current weight 170 lbs approximate weight at the time of essure placement: 165 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea and leiomyoma and event uterine haemorrhage was added most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet received. Events per pfs: infection (bladder/urinary tract) was added, outcome of the events were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), the second episode of menorrhagia ("abnormal heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)/severe menstrual pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in (B)(6) 2008 and parity 3 (((B)(6) 1997, (B)(6) 2003, (B)(6) 2007)). Concurrent conditions included migraine since (B)(6) 2014, headache since (B)(6) 2014, gallbladder disease since (B)(6) 2014, gastric disorder since (B)(6) 2014, breast cancer since (B)(6) 2014 and multigravida. Family history included high cholesterol ((father)) on (B)(6) 2014, blood pressure high ((mother, father),) on (B)(6) 2014, heart disease, unspecified ((mother, father, grandmother and grandfather),) on (B)(6) 2014 and diabetes ((grandmother)) on (B)(6) 2014. Concomitant products included anaesthetics (anesthesia), hydrochlorothiazide since (B)(6) 2016, metoclopramide (reglan), nystatin and ondansetron (zofran). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 7 months 27 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and the first episode of menorrhagia ("prolonged menses"). On (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection/infection (bladder/ urinary tract/ vaginal)"), cystitis ("infection (bladder/ urinary tract/ vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal)"). On (B)(6) 2014, the patient experienced uterine leiomyoma ("multiple leiomyoma"), neoplasm malignant ("cancer"), neoplasm ("tumor") and teratoma ("teratoma"). In december 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain /lower abdomen pain (intermittent from moderate to severe)"), back pain ("severe back pain /back pain (intermittent from moderate to severe)"), dyspareunia ("painful intercourse") and genital infection female ("gynecological infection") with vaginal discharge. The patient was treated with metronidazole (flagyl), surgery (robotic-assisted total hysterectomy; bilateral salpingectomy), surgery (underwent ablation on (B)(6) 2007, second ablation on (B)(6) 2012), surgery (underwent ablation (B)(6)2007) and surgery (underwent ablation on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and uterine leiomyoma was resolving, the last episode of menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, genital infection female, vaginal infection, cystitis and urinary tract infection had resolved and the uterine haemorrhage, neoplasm malignant, neoplasm and teratoma outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, genital infection female, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: plaintiff was not advised of any complications or problems that occurred at the time of your essure placement and removal procedure. Patient stated that all of her symptoms resolved post removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: fallopian tubes were fully occluded on (B)(6) 2007 plaintiff underwent essure confirmation test hysterosalpingogram which showed bilateral tubal obstruction, normal uterus, healthcare provider told her about sterility. On (B)(6) 2011, bilateral breast ultrasound, result was right breast nodule and a complex left breast cyst. Current weight 170 lbs approximate weight at the time of essure placement: 165 lbs concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea and leiomyoma and event uterine haemorrhage was added most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff's fact sheet received- new event tumor, teratoma, cancer were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), the first episode of menorrhagia ("abnormal heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)/severe menstrual pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in (B)(6) 2008 and parity 3 (((B)(6) 1997, (B)(6) 2003, (B)(6) 2007)). Concurrent conditions included migraine since (B)(6) 2014, headache since (B)(6) 2014, gallbladder disease since (B)(6) 2014, gastric disorder since (B)(6) 2014, breast cancer since (B)(6) 2014 and gravida. Family history included high cholesterol ((father)) on (B)(6) 2014, blood pressure high ((mother, father),) on (B)(6) 2014, heart disease, unspecified ((mother, father, grandmother and grandfather),) on (B)(6) 2014 and diabetes ((grandmother)) on (B)(6) 2014. Concomitant products included anaesthetics (anesthesia), hydrochlorothiazide since (B)(6) 2016, metoclopramide (reglan), nystatin and ondansetron (zofran). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 7 months 27 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced uterine leiomyoma ("multiple leiomyoma"). In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain /lower abdomen pain (intermittent from moderate to severe)"), the second episode of menorrhagia ("prolonged menses"), back pain ("severe back pain /back pain (intermittent from moderate to severe)"), dyspareunia ("painful intercourse") and genital infection female ("gynecological infection") with vaginal discharge. The patient was treated with metronidazole (flagyl), surgery (laparoscopic total hysterectomy on (B)(6) 2014 and (B)(6) 2007 with bilateral salpingectomy), surgery (underwent ablation on (B)(6) 2007), surgery (underwent ablation (B)(6) 2007) and surgery (underwent ablation on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, uterine leiomyoma and vaginal infection was resolving, the dysmenorrhoea, abdominal pain lower, the last episode of menorrhagia, back pain, dyspareunia and genital infection female had resolved and the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital infection female, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: plaintiff was not advised of any complications or problems that occurred at the time of your essure placement and removal procedure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: fallopian tubes were fully occluded . On (B)(6) 2007 plaintiff underwent essure confirmation test hysterosalpingogram which showed bilateral tubal obstruction, normal uterus, healthcare provider told her about sterility. On (B)(6) 2011, bilateral breast ultrasound, result was right breast nodule and a complex left breast cyst. Current weight (B)(6) lbs approximate weight at the time of essure placement: (B)(6) lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea and leiomyoma and event uterine haemorrhage was added . Most recent follow-up information incorporated above includes: on 16-feb-2018: pfs and mr received. Patient¿s details, concomitant disease, concomitant drugs, family history, treatment drug were added. Abnormal bleeding (vaginal, menorrhagia), vaginal infection, dysmenorrhea (cramping), multiple leiomyoma and pain were added as events. Unstructured relevant tests and reporters were added. Event abnormal uterine bleeding was added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal heavy menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), the second episode of menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and genital infection female ("gynecological infection") with vaginal discharge. The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, back pain, dyspareunia and genital infection female had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital infection female, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: fallopian tubes were fully occluded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.